Manufacturer narrative:
The malfunction was attributed to a battery on the system board. The system board was replaced to correct the re ported malfunction. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
During incoming functional testing at zoll's technical service department. The device would not power on with battery power. There was no patient involvement during the malfunction.